Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h1, h2, h3, h6. 4307- isi received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. There was no insulation damage found on the conductor wire. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2020 on system (B)(4). The instrument had 3 uses remaining after the last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the power cable on the fenestrated bipolar forceps instrument was torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.